Event description:
It was reported that on (B)(6) 2026, after approximately 24-36 hours of pod wear on the arm, the patient accidentally struck the pod against a wall and subsequently developed pain, swelling, and redness at the site, which progressed to an infection. The patient stated that the pod remained securely attached to the arm after the impact due to the use of a podpal overlay patch worn at the time; however, she later noted elevated blood glucose levels of 253 mg/dl accompanied by skin symptoms, including three approximately 1/8-inch holes at the infusion site. The patient sought medical attention at an urgent care facility and was diagnosed with a skin infection and elevated blood glucose levels. Treatment during the medical evaluation included an antibiotic injection, and x-ray imaging was also performed. The patient reported that a new pod was applied to address the elevated blood glucose levels. No additional medical treatment related to blood glucose management was reported. The patient remained under medical observation for approximately three hours and returned home the same day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s721usqsaczb4. Hardware: sm-s721u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.